Event description:
A customer contacted beckman coulter inc. (Bec) stating they had a wash concentrate spill in the hydropneumatic area of the unicel dxc 800 pro synchron clinical system. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with shutdown and reboot. Cts generated a service request and a field service engineer (fse) was dispatched on-site (B)(4) 2011. Fse found that the high pressure regulator would not adjust past 16.8psi. Fse replaced the pressure regulator on (B)(4) 2011 which resolved the issue.